Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Investigation summary: an investigation was completed without a picture or sample which was unavailable for evaluation. The reported issue was report as a malfunction of safety shield and a defective hub connection. Without a picture or sample, we are unfortunately unable to verify the reported issue. Complaint trending review of this lot for this issue has not been possible to perform since no lot number has been provided. Based on available information (no returned sample or picture), review of DHR could not be performed since no lot number has been provided and after discussing the reported issue with our manufacturing technicians, it is not possible to identify the root cause related to needle manufacturing process. The statement "a nurse pricked her hand through her glove" is not clear enough for us to understand the issue (safety shield conditions, procedure followed by nurse...). We would like to inform you our assembly process has a system that inspects 100% the properly opening and activation of safety shield of needles, rejecting the defective ones. The needle disassembled from the syringe and could be related with some ineffective fitting between the needle and the syringe tip (an audible "click" is heard which assure good adjustment). This could be because of a defective luer dimensions or any damage in the product, but could be also related with some insufficient adjustment between of the devices by the user. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. Investigation conclusion: "returned sample evaluation." "Lot number / product family history." Complaint trending review of this lot for this issue has not been possible to perform since no lot number has been provided. "DHR/bhr review". Unconfirmed: bd was not able to duplicate or confirm the customers' indicated failure mode customer complaint about a malfunction of safety shield and later on a defective hub connection; no evidences were noted since no samples or pictures were returned. Root cause description: "based on available information (no returned sample or picture), review of DHR could not be performed since no lot number has been provided and after discussing the reported issue with our manufacturing technicians, it is not possible to identify root cause related to needle manufacturing process. The statement ""a nurse pricked her hand through her glove"" is not enough clear to us to understand the issue (safety shield conditions, procedure followed by nurse,). We would like to inform you our assembly process has a system that inspects 100% the properly opening and activation of safety shield of needles, rejecting the defective ones. On the other hand, ""the needle disassembled from the syringe"" suggest the origin needle detached from syringe could be related with some ineffective fitting between the needle and the syringe tip (an audible ""click"" is heard which assure good adjustment). This could be because of a defective luer dimensions or any damage in the product, but it could be also related with some insufficient adjustment between of the devices by the user."

Event description:
It was reported that during use of a bd eclipse¿ needle with slip tip hub configuration safety mechanism malfunctioned as the nurse pricked her hand through her glove when injecting an eclipse 21g safety needle reference 305895 and a 10ml luer bd tip syringe. There was no further report of medical intervention.